Event description:
Pt reported that the 3 out of ultraflex tubings from one ultraflex box pulled apart where it attaches to the luer lock on the end of the adapter. The pt's blood glucose elevated to (~320 mg/dl).